Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient requested that a manufacture representative (rep) contact them because they have questions on getting their lower back stimulator to work. It was reviewed that the patient should follow up with their healthcare professional (hcp) to for appointment scheduling. Additional information was received from a patient on (B)(6) 2017. The patient stated that their stimulator not working began on (B)(6) 2017. They were not sure what circumstances led to the issue and their symptoms include constant chronic lower back pain. The steps to resolve the issue include contacting the manufacture for assistance and talking to their healthcare professional (hcp). The issue was not resolved at the time of the report. No further complications were reported.